Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.

Event description:
The customer observed falsely elevated co2 (bicarbonate) results generated on the architect c8000 processing module for one patient. The results provided were: sid (B)(6) initial co2 result was 49 mmol/l, repeated on another instrument and the repeat result was 20 mmol/l, (co2 normal range (mmol/l) = 19 to 30). No impact to patient management was reported.

Manufacturer narrative:
H6 component code: g03001. The field service representative (fsr) inspected the analyzer and performed several troubleshooting procedures. The fsr found that the cuvette washed was overflowing, which required replacement of the bellows set, incl rod & fitting (rohs) and the tubing, peristaltic head (rohs). The part replacement resolved the issue. A review of the analyzer¿s service history revealed no contributing factors on or around the time of the issue. There have been no further reports of discrepant co2 results from the customer since the current complaint. A review of tracking and trending did not reveal any trends for the architect c8000 system, or the bellows set, incl rod & fitting (rohs) or the tubing, peristaltic head (rohs). The calculated erratic rates for the architect c4000, c8000, and c16000 were all below the upper control limit. Additionally, labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the architect c8000 system serial (B)(6), the bellows set, incl rod & fitting (rohs), or the tubing, peristaltic head (rohs) was identified.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.